Event description:
It was reported that (1) tsw35 was used during a lap oopherectomy procedure. It was reported by the rep that the surgeon put the jaws of tsw35 on the tissue near ovary and closed jaws and then pull firing handle. The firing handle broke off near where it attaches to the instrument. The instrument did not fire. It was opened and removed from trocar. Another instrument (tsw35) was opened to complete the case. There was no consequence to pt.